Event description:
The pt had previous bilateral breast implants. It was noticed that one of the implants had begun to leak and had become misshapen. In 2007, both implants were removed and new implants were placed.